Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a catheter tip fibrosis with occlusion. The patient had experienced increased pain. The catheter was replaced. The patient recovered without sequela. The pump was used to deliver sufenta 300 mcg/ml.